Event description:
The unicondylar femoral component reportedly broke in a case. Revision surgery was performed in 05 although plug ag was not informed until 5/06. No additional info is available at this time.